Event description:
It was reported that the lead cover cap screw was twisted. The health care provider (hcp) was unable to remove it and "almost" damaged the lead contact. Additional information received on (B)(4) 2012 reported that the patient was not affected. The lead was fine and impedances were normal.

Manufacturer narrative:
Product ID: neu_leadcap_acc, lot#: unknown, implanted: (B)(6) 2012, product type: accessory. (B)(4).